Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced dual monitor cable, and monitor power cables to address the reported issue. Also replaced film potentiometer. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the color monitor would intermittently begin blinking, and the screen would be in black and white. There was no adverse patient involvement reported. There was no patient information reported.